Event description:
The doctor placed the 5th coil, a deltaplush (dfs10030820/lot g11127) but she couldn¿t detach it because in the hub connector there was no connection. Later it was clarified that there were only the user only saw two connector pins at the connection hub of the delivery system. She had to retrieve the coil and she used another one without any problem.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was returned knotted around the dpu. The dpu's electrical posts have been pushed to the floor of the cavity. Engineering has determined that the dpu's electrical connector pins are misaligned. The lead-in chamfers of the cavity and the electrical posts are missing. The most likely root cause of the device positioning unit's (dpu) failure to connect into the enpower control cable (ecb) was due to the misalignment of the dpu's electrical connector's posts and the missing lead-in chamfer located at the inside diameter of both electrical posts. It was also found that insufficient adhesive caused the pins to retract to the floor of the cavity. A CAPA has been issued to address this complaint. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.